Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: stent removed using snare device. It was reported that the promus stent delivery system (sds) failed to cross. During advancing the sds, it became caught at the ostium of the right coronary artery (rca) resulting in the stent being damaged and dislodged. The sds was removed from the pt's anatomy and the dislodged stent was removed using a snare device. After dilatation of the lesion, the procedure was completed using two promus stents. There were no reported adverse pt sequelae. Though requested no additional info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.